Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing due to atrial fibrillation (af) with rapid ventricular response. It was noted that there was atrial undersensing present. Technical services (ts) recommended to low vt zone likely due to history of slow ventricular tachycardia. The device remains in service. No additional adverse patient effects were reported.